Manufacturer narrative:
The incident device was not returned to the manufacturer and no response has been received to our request for additional information regarding the patient interaction with the device and if in fact any injury was sustained. The user facility did indicate that the caregiver had tied the restraint straps incorrectly to the non-movable portion of a crib or bed which led to the reported incident. The instructions for use, which accompany the restraint, emphasizes with bold warnings that the attending physician should make the decision regarding which restraint is appropriate for his / her patient and that attachment straps are to be anchored only on the portion of the bed which moves with the patient.

Event description:
A caregiver tied restraint straps to non-movable crib or bed rail and injured a toddler.